Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 549 mg/dl. The customer was reported that the pump had no delivery alarm during priming. The customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit. The customer was advised to remain disconnect. The customer was advised to remove the reservoir from the pump and rewind. The insulin pump will not be returned for analysis.